Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had still experienced the sensation when going through metal detectors. The date this issue onset was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a shocking sensation when they would go through a metal detector and security at stores. No further complications were reported/anticipated.